Event description:
It was reported this balloon developed a leak at eight atmospheres during dilatation of a stent in the iliac artery. Significant resistance was encountered upon removal of this balloon catheter through the introducer sheath, which resulted in a portion of the balloon material detaching and remaining in the pt. Surgical retrieval of the detached balloon was uneventful. The pt's condition is good and pt has since been discharged. This device is currently being evaluated by this MFR. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine an exact cause for this event.